Manufacturer narrative:
(B)(6). (B)(4). The product analysis indicates that temperature testing could not be performed due to a seized motor. The motor was corroded. The motor, cable assembly, bearings, seals, housing, wave washers, and locking assembly were replaced. The unit was cleaned and tested to manufacturing specifications. This device is used for therapeutic purposes.

Event description:
The customer reported to a sales rep that their m4 handpiece was noisy and not working. The sales rep tested the device and noted that the device was running hot. She indicated that it became hot ¿within a minute¿ and that there was no patient involvement.